Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2018. According to the complainant, during ablation phase, a hole in the sheath was noted while the patient was under anesthesia. Another sheath from a different hta procedure kit was used to complete the procedure. After procedure, a burn was noted on the vulvar area of the patient and silvadene cream was applied over to treat the burned area. Reportedly, there was no visible leak during the procedure but the burn was most likely caused by the hole in the sheath. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Age or date of birth: exact patient age is unknown; however the patient was reported to be over 18 years old. Device manufacture date: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. : device code 2978 captures the reportable event of hole in procedure sheath patient code 1757 captures the reportable event of patient burn. The sheath was returned for evaluation. Visual examination of the returned sheath revealed no holes on the entire sheath but the tip of the sheath was broken, which ends showed irregular shape. Additionally, the torsion and bending were signs of mechanical overload. Functional testing revealed that water was injected through the sheath and no leaks were observed. The water ran through the entire sheath and it came out from the tip of the sheath. This confirmed the reported complaint of damaged sheath. Based on the information available and the analysis performed, the investigation conclusion code for the reported issue is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. The reported issue of "burn(s)" could not be functionally verified since it is a clinical effect of the procedure. However, the directions for use (90990402, edfu, mb, genesys hta procerva, bsc, aa) mentions "thermal injury to adjacent tissue, including cervix, vagina, vulva and/or perineum" as an adverse event, therefore the investigation conclusion code for the reported issue of "burn(s)" will be documented as "known inherent risk of device" since the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). A review of the device history record (DHR) was performed; no anomalies were noted. The review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation on december 26, 2018 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2018. According to the complainant, during ablation phase, a hole in the sheath was noted while the patient was under anesthesia. Another sheath from a different hta procedure kit was used to complete the procedure. After procedure, a burn was noted on the vulvar area of the patient and silvadene cream was applied over to treat the burned area. Reportedly, there was no visible leak during the procedure but the burn was most likely caused by the hole in the sheath. An additional attempt has been made to obtain follow up event details with no response from the clinician.